Event description:
Additional information received reported that there was a break in the lead on the right side (junction between the lead and extension). Impedance measurements were normal bilaterally. An x-ray was performed but the date and results of the x-ray are unknown at the time of this report. Due to the break and dislodgment/migration, the lead, extension, and battery were replaced on (B)(6) 2012. The patient was hospitalized and recovered without sequelae.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension; product ID 3550-09, lot# n0055459, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type accessory; product ID 3387-40, lot# v006488, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead; product ID unkpgmr, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: extension: model 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Anchor: model 3550-09, lot# n0055459, implanted: (B)(6) 2006, explanted: na. Lead: model 3387-40, lot# v006488, implanted: (B)(6) 2006, explanted: na. Programmer: serial# (B)(4), implanted: (B)(6) 2006, explanted: na. (B)(4).

Event description:
It was reported that the patient had a sudden loss of therapeutic effect after the patient got out of the shower. The stimulator was confirmed to be on. When the device was turned off, the tremor didn't appear to get worse. Movement and palpating the device caused no stimulation changes. Impedances were within normal limits. The battery voltage was 2.6v. The healthcare professional attempted to titrate up the voltage and pulse width, but this had no effect on the tremor. It was noted that the patient had an occasional tingling sensation behind the ear, around the lead/extension connection, for approximately a year. The need for surgical revision was discussed. Additional information was requested.